Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ not available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #30 fractured and was removed.

Manufacturer narrative:
This report is being submitted to relay corrected data for the initial MDR report 0002023141-2022-02705, additional information and device evaluation. Correction: the lot number was entered incorrectly. Correct lot number should be 993164. The following sections are being reported: h6: investigation type codes were added: 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One (1) spline ha cylinder 5.0 15 mm (1883) was returned for investigation. Visual evaluation of the as returned product identified the implant with extensive signs of use. Apparent bone / tissue attached to the external body of the implant. Implant fractured at the slots / top part. Based on the evaluation, the device malfunction did occur. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. Complaint history review was performed for the reported lot number (993164) for similar events and no other complaint was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported event is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely cause determined from the investigation is parafunction/patient factors, as it was noted the patient had the implant implanted for approximately 22 years, 7 months meaning the device was exposed to long-term parafunctional habits. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.